Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 annex g: g02014 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0201 annex d: d15 annex g: g05005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿display - blank screen¿ was confirmed. Upon power up device was observed to have no channel ID on the left or right side. Device was disassembled and the original display board was swapped for a known-good one. Syringe device was then connected to the test pcu device. Channel ID was found to be working from both left and right side. Device was observed to be operating as expected. On (B)(6) 2024, syr device was received unboxed and with paperwork. External investigation confirmed the reported problem upon power up. Internal investigation revealed a faulty display board. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty display board. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that 8110 model device had display blank screen issue. There was no patient involvement.

Event description:
It was reported that 8110 model device had display blank screen issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.